Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device - location of device uterus"), uterine perforation ("perforation (uterus)"), pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy/pregnancy (no complications)/I got pregnant about 6 weeks after the essure surgery") in a 27-year-old female patient who had essure (batch no. 262100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 2. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain: lower stomach"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) + left essure removal in 2009), surgery ((B)(6) 2016- laparoscopic removal of right coil) and surgery ((B)(6) 2016-surgical removal of right coil). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, pelvic pain and pregnancy with contraceptive device outcome was unknown and the abdominal pain lower had resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, device expulsion, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: insertion procedure:two or three coils were visualized. Lt: approximately 8 coils exposed. Per pfs: (B)(6) 2009- bilateral salpingectomy. Device migration in 2016. Per medical records: (B)(6) 2009: specimen received a. Left essure coil b. Endometrial curetting post operative diagnosis: migration of essure coils. (B)(6) 2016: removal details: pelvic pain, but had perforated essure of right cornual region and no fallopian tubes visible. Laparoscopic removal of foreign body and laparoscopic removal of left cornual region. Findings: perforated right essure coil to the right cornua region. No tubes present and nodular section of the left cornual region, which was dissected. The patient tolerated the procedure well. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming device expulsion, uterine perforation and pelvic pain." Most recent follow-up information incorporated above includes: on 20-jun-2018: reporter information was added. This case concerns 27 year old patient. Her demographic was added. Her historical conditions were added. Essure indication was added. Essure lot number was added. Essure insertion date and removal date was updated. Events: migration of essure device location of device: uterus; perforation (uterus); abdominal pain lower and she did not undergo essure confirmation test were added. She had recovered from pain my stomach area. She clarified the date of pregnacny: 6 weeks after essure insertion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal of essure implant ). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.